Event description:
The user facility reported the employee who went to employee health for watery eyes has returned to normal work duties.

Manufacturer narrative:
A steris service technician inspected the unit and confirmed that it was producing an oil mist. It was found that the orifices in the ars filter assembly that connects to the vacuum pump outlet port were clogged, resulting in the filter elements to become over saturated with oil and the o-ring on the filter assembly to pop out on the pop-off valve. When the pop-off valve is unseated, the unit can emit an oil mist. This unit is under steris service maintenance contract and was last serviced on 2/9/2012 when the oil in the vacuum pump was replaced and new filters were installed. The cause of this event was that the orifices located in the vacuum pump filter assembly were clogged these orifices should be checked for excess oil and cleaned and/or replaced if excess oil is found during the periodic preventive maintenance which is performed at least every 500 machine cycles. The technician who performed the prior maintenance was re-trained on the need to inspect the orifices during each preventive maintenance activity. The vacuum pump oil is non-toxic and not considered hazardous; sensitive individuals may experience short term nuisance effects such as headache with no expected long term effects. The emission of oil odor and oil vapor does not affect the sterilization of instruments processed in the sterilizer.

Event description:
The user facility reported that a v-pro sterilizer was emitting an oil mist. The operators in the room reported watering eyes, a metallic taste in the mouth and sore throats. One employee went to employee health for evaluation and was given eye drops. The user facility reported that the employee who went to employee health still has watery eyes and is using the eye drop medication that was prescribed to him. The remaining employees are fine and have no sustaining injuries. No procedural delays or cancellations were reported.